Event description:
A pt called lfs alleging that their one touch basic original meter would not power on. Pt did not experience any symptoms during the time of concern. Pt did contact a medical professional for device: however they were unable/unwilling to indicate if they received any treatment. The customer service representative walked pt through troubleshooting. The battery was replaced less than 1 year ago, battery contacts were in good condition, and the battery was correctly installed. The pt neither alleged harm nor experienced injury. Based on the info, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.